Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting shocks where their battery was and the issue began the last couple weeks. Patient stated they would be sitting or standing and all of a sudden they would get a horrible shock and it was like it was turning the muscle over. Patient turned off their stimulation for 3 days and when they turned the stimulation back on it gave them shocks again. Patient turned their stimulation back off. The patient was redirected to their healthcare provider to further address the issue.